Manufacturer narrative:
Concomitant products: 5086mri52 lead implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead thresholds had increased and become very high at some point post implant. The lead was reprogrammed and subsequently explanted and replaced with an epicardial lead. No patient complications have been reported as a result of this event.